Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. Investigation - evaluation: a review of the complaint history, device history record, documentation, and visual inspection/ dimensional verification/functional test of the returned device was conducted during the investigation. The device was returned and product examination was able to identify a leak during leak testing. Visual inspection believes there to be too many threads showing between the cap and the mac-loc hub, however it is difficult to determine exactly how many threads are showing. Due to this, it will not be considered a non-conformance. Document review was conducted which has established that proper procedures are in place to identify/prevent this failure mode prior to distribution. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed one other reported complaint for this lot number from the same customer. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per quality engineering risk assessment, there is no further actions required at this time.

Event description:
It was reported the ultrathane mac-loc locking loop multipurpose drainage catheter took in air when the locking mechanism was pulled back. The device was removed and a like device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.